Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited premature battery depletion (pbd) as well as recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. The device was explanted. No additional adverse patient effects were reported.